Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, home patient (hp) had air in the line. The caregiver (cg) had connected the hp, pressed go and the hc was in fill 1 and then realized there was air in the patient line. The tsr assisted the cg end therapy. The cg would start over with new supplies. Global product surveillance (ps) contacted home patient's (hp) husband who is the caregiver (cg) on (B)(6) 2011. The cg stated that he thinks the air in the line was his fault. The cg stated that he forgot to release the patient line clamp during priming. The cg stated he did not notice the air until the hp was in the fill cycle and that was when he called baxter. The cg stated he did not notice any defects with the cassette. The cg state that the hp did have pain in the shoulder that night. The cg was not sure that the pain was from the therapy or an ongoing arthritis problem.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the caregiver; the clamp on the patient line was closed during priming, allowing air into the patient line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.